Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. A visual inspection was performed on the received condition of the scope and found cracks, chipped-off/missing and peeling/separation of the distal bending cover glue at the insertion tube side. A cotton test noted catching on the edges of the damaged area. Both bending section cover glues were observed to be discolored with cloudy patterns which is indicative of potential wear and tear from reprocessing chemicals. The scope was repaired and returned to the user facility. A review of the service history indicated the scope was purchased on (B)(6) 2012 with eight repairs in the past three years; 7 repairs were related to damage or wear/tear to the bending section cover glues. Based on the evaluations and findings, the potential cause of the reported event can be attributed to scope handling from excessive stress/force and or chemical damage. Extended chemical exposure can cause the bending section cover glues to deteriorate over the course of reprocessing the instruction manual for use provides several warning and caution statements in an effort to prevent patient injury. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. In addition, the reprocessing manual states, repeated use and reprocessing of endoscopes and accessories leads to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿.

Event description:
The service center was informed by the user facility that there is a sharp edge at the distal tip of the scope that is rigid. There was no patient harm reported.